Manufacturer narrative:
Follow-up #1 date of submission 01/26/2016-correction to suspect medical device serial #.

Manufacturer narrative:
Follow-up #2: date of submission 02/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the intermittent power issue was duplicated during the investigation. The battery cap threads were stripped and the cap was unable to secure. A test battery cap was able to secure during the testing. The battery compartment was cracked in two places. There was no observable physical damage to the battery compartment threads. The review of the black box data revealed multiple power reboots. The pump was exercised for 24 hours with no further power interruptions.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the pump was experiencing an intermittent power issue. Reportedly, the battery compartment was damaged and the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.